Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening device on the valve bond edge side assessed as unidentified (tear) opening. Additional observations: ¿ white particles in device inner surface are observed. ¿ creases are observed. ¿ wear abrasion is observed.

Event description:
Healthcare reported right side deflation. Device has been explanted.

Manufacturer narrative:
Clarification to d9: manufacturer received device on 17/oct/2022. Additional, changed, and/or corrected data: b5, d4, d6b, d9, h3, h4, h6.

Event description:
Device has been explanted.